Event description:
Pt self tester reportedly experienced some bruising and was tested at her doctor's office. Protime system reported as 2.3 inr on (B)(6) 2009 and on (B)(6) 2009. Reference lab inr reported as 5 something. Pt therapeutic range reported as 3.14.

Manufacturer narrative:
(B)(4). MFR requested product and is awaiting product return for evaluation.